Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient did not show up. A technical support specialist informed the customer that they could "merge" the patients via an admission, discharge, and transfer message it would resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system patient was not crossing over. The customer stated that patient was added as temporary patient to remove the medication. There were no adverse events or injuries reported based on this event.